Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the aiming beam was observed to be forward-firing at 29,636 joules of use. The case was completed using a second fiber. Pt outcome: "ok, no harm to pt".